Manufacturer narrative:
The manufacturer did not receive devices for review, x-rays and other source documents (surgical reports) were received. As no lot numbers were provided for the devices. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a winterthur extremities on the right side on (B)(6) 2006. The pt was revised on (B)(6) 2014 due to a breakage. The following statement was reported: " the hospital ordered a special designed product from the sales rep. On (B)(6) 2013. He was informed that there was a breakage but assumed that it was a breakage due to a spontaneous event. There was no sufficient data available at that time. On the surgery day ((B)(6) 2014) it was recognized that the breakage was due to material fatigue".